Event description:
It was reported that the patient experienced intractable pain possibly due to the position of the catheter. Surgical intervention was required. The pt recovered without sequela. The patient's pump contained hydromorphone, clonidine, and baclofen.

Manufacturer narrative:
.